Event description:
It was reported the patient was not receiving adequate stimulation, and the ipg would not communicate with the programmer. An x-ray was performed, which revealed the ipg had flipped over in the pocket. Follow up identified the physician was able to flip the ipg manually, without surgery; the ipg still would not communicate. It was reported the patient had onset of dementia, and the system would be removed, and not replaced at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.